Manufacturer narrative:
PMA/510(k): this product is not marketed in the us. (B)(4).

Event description:
An article was published in the journal of glaucoma in may 2020 titled, 'acute angle closure following implantable collamer lens for myopia.' The article states that nine hours after lens implantation, patient reported intense pain and blurred vision in right eye (od). Examination revealed an acuity of hand motions and a mid-dilated pupil, non-reactive to light. Corneal edema, conjunctival injection and a shallow anterior chamber. Secondary angle closure was made with possible cause of pupil block, aqueous misdirection, or non-pupil block. A drop of travoprost (0.004%) and brimonidine tartrate (0.2%) timolol malcate. Iop was unchanged, oral glycerine was prescribed as well. Pars plana vitrectomy and surgical iridectomy was performed. The anterior chamber deepened without lens removal and patient's symptoms resolved. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Device code 1494: off-label use (under 21yrs of age at date of implant). Patient code 3191: no code available (mild dilated pupil, conjunctival injection, shallow anterior chamber, acuity of hand motions). Claim#:(B)(4).